Event description:
Pt died during ercp. The procedure was an upper device-assisted enteroscopy without fluoroscopy. The pt was intubated. The scope was passed through the mouth and advanced to the proximal ileum. An air cholangiogram was obtained. About 20 minutes into the procedure, the pt's vitals started to drop heart rate and blood pressure. The pt's co2 then also dropped. A code was called after the pulse became intermittent and the scope was withdrawn. There was no obvious evidence of perforation or hemorrhage during the procedure. An air embolism was detected through a tee. One hour of CPR was performed without adequate perfusion and the resuscitation was stopped.